Manufacturer narrative:
Device 13 of 30. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports the notch on the catheter funnel is not aligned to the coude tip. Reports it looks like there is a 30-degree misalignment. End user reports all the catheters in the box were affected. There was no harm reported. No additional information was provided.